Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, of an introducer needle detached from the applicator. The insertion site was at the abdomen. No additional event or patient information is available. The complaint device was returned for evaluation. The device was externally visually inspected but could not confirm the complaint or determine a root case due to only the sensor pod part was returned. A root cause cannot be determined-post investigation.